Event description:
Physician deployed mynx closure device to left femoral artery at 09:49am, no hematoma or bleeding noted. Went down to cardiac post op area. At 10:42 patients had large. Hematoma radiating down left thigh. Dressing was removed and pressure held. Physician was made aware. Staff in post op holding pressure, physician ordered 10mg of protamine and he came to bedside to check site. At 11:10 area is soft and hematoma expressed. 11:55 site started oozing again pressure held. 12:30 nepture pattch placed over site. 13:15 physician at bedside to use lidocaine with epi to left femoral site. 1420 no signs of bleeding or hematoma patient admitted for observation to cardiac stepdown unit.